Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device would not complete a boot cycle. The device did not pass its self test, the service led came on and the device would no longer respond to any button being pushed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly. Physio determined that the cause of the reported issue was due to a failure of the single board computer, located on the system pcb assembly. Further root cause could not be determined.